Event description:
Additional information received reported that the leads had "screwed down and were no longer inside the head." It was unclear if this referred to migration of the leads. It was reported that the device had been turned off. It was noted that the patient wanted a revision but was having problems getting approval through his health insurance. It was reported that if "he couldn't get it fixed" the device would be removed. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient needed to have surgery again for his neurostimulator as his leads had migrated. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n307860, implanted: 2012 (B)(6), product type accessory. (B)(4).